Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the patient experienced fatigue. It was further reported that the right ventricular (rv) lead exhibited loss of capture and high and unstable thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.